Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 135-150mg/dl fasting. Verified the strips expire 07/31/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test 280mg/dl and 245mg/dl. Reviewed meter memory: (B)(6). Customers concern: 373mg/dl(B)(6) 1:34pm , 181mg/dl (B)(6) 10:29am , 246mg/dl (B)(6) 10:28am and 226mg/dl (B)(6) 11:40am. Adverse event not reported.